Event description:
It was reported that the manifold (#31-3221) contained in the kit has sucked air during a cardiac catheterization procedure. One manifold was affected and will not be returned to deroyal. A different manifold was used to complete the procedure. It was reported that the incident did not adversely affect the pt.